Event description:
It was reported that the pt was unable to adjust her stimulator. The pt was reaching the upper limit on amplitude and rate prematurely before she was actually getting to her programmed limit. The impedance was <70 ohms. A short was found between 11-12, which was one of the pt's main programs. Reprogramming was recommended. A follow-up report will be sent if additional info becomes available.